Event description:
The customer reported high blood glucose levels for the past month. The customer's most recent blood glucose reading was 171 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. The customer felt uncomfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the occlusion test due to the prime anomaly. The insulin pump was received with a missing end cap sticker.